Event description:
On 03/01/2007, a caller reported that the device developed a "kink" during patient use. Replacement of the tube was required. This report is associated to the second occurrence on rp200703-0025/2936999-2007-00115.

Manufacturer narrative:
The caller stated that the sample associated to this report was discarded therefore, not available for investigation.